Manufacturer narrative:
Eval, eval summary: analysis of the ipg is currently in process. The result of the analysis will be forwarded when available. A review of the DHR found a nonconformance related to the product; however, the nonconformance did not affect product integrity or product functionality. The device was, therefore, approved for use. The DHR anomaly is not related to the alleged complaint. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2009. It was reported the ipg was explanted and replaced due to no stimulation and a loss of telemetry. The explanted ipg was returned to the MFR for analysis. F/u on the pt found no further issues reported.